Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment was unknown. At the time of this report, pd therapy was ongoing, the patient remained hospitalized and has not recovered. No additional information is available.